Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead exhibited high thresholds and it was noted when the lead was taken out for inspection that the helix of the lead was damaged. The lead was not used and was replaced. No patient complications have been reported as a result of this event.